Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod. Symptoms reported include nauseous, dizziness, muscle weakness and hypothermia. The patient reports receiving a hazard alarm from the pod during operation. The patient administered a bolus but the patients blood glucose level had not decreased. Once at the hospital the patients pod was removed and disposed of as it was still in alarm in the emergency room. The patient was treated with 3 units of manual insulin and intravenous fluids. The patient reports they had left the hospital that night.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.